Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that a stent wire had been damaged and was severed at one end of the stent. No further issues were noted with the stent. Only the stent was returned for evaluation; the stent delivery system was not received for analysis. The condition of the returned device was consistent with the complaint incident. A review of the manufacturing documentation found that all devices shipped from the specified batch met all product specifications. The broken stent wire is most likely due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. The device history record review confirmed the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6), 2010. This stent was implanted as part of the (B)(6) wallflex fully covered benign stricture study. According to the complainant, the patient presented with a proximal biliary stricture. During the (B)(6), 2010 stenting procedure, a sphincterotomy was performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and discharged on (B)(6), 2010. During the (B)(6), 2011 per protocol stent removal procedure, the physician attempted to remove the stent; however, the retrieval loop of the stent snapped. Although the physician experienced some difficulty, he was ultimately able to remove the stent with a snare. There were not adverse events noted during this stent removal procedure. The stricture was resolved and no additional stents were placed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6), 2010. This stent was implanted as part of the (B)(4) wallflex fully covered (B)(6). According to the complainant, the patient presented with a proximal biliary stricture. During the (B)(6), 2010 stenting procedure, a sphincterotomy was performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and discharged on (B)(6), 2010. During the (B)(6), 2011 per protocol stent removal procedure, the physician attempted to remove the stent; however, the retrieval loop of the stent snapped. Although the physician experienced some difficulty, he was ultimately able to remove the stent with a snare. There were not adverse events noted during this stent removal procedure. The stricture was resolved and no additional stents were placed.